Event description:
The customer reported that the system intermittently displayed a bad iris potentiometer message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the collimator and calibrated it. The system was tested and found to be working as intended and put back in service.